Event description:
Hcp reported the pt was having withdrawal symptoms including severe itching and spasticity. A catheter dye study was done that showed a questionable blockage. Eventually the dye did go through the catheter. The hcp also found the residuals were too high-there should have been 12.6cc and 18cc was withdrawn. A rotor study showed the pump to be fine, but the hcp felt the pump was malfunctioning, put the pt on oral baclofen, and replaced the system. The pt is at home now and doing ok except for some nausea that they had since they awoke from the anesthesia.